Event description:
It was reported that the patient transferred from his local ER on (B)(6) with lvad low flow alarms that did not resolve with hydration. Patient started on milrinone gtt for added support. Inr therapeutic. Ldh and pf wnl's. Pt developed aki requiring crrt from (B)(6), then placed on ECMO on (B)(6). Pt underwent heartware pump exchange on (B)(6) due to persistent low flows and possible outflow cannula thrombus. Flows improved s/p pump exchange.